Manufacturer narrative:
One portex blue line tracheostomy tube and one photograph were received for investigation. The returned sample was visually inspected and no holes were detected. Functional testing was performed and no leaks in the cuff or the pilot balloon were detected. The complaint was not confirmed. A manufacturing review of a similar device was performed and no discrepancies were found in the manufactured products. As no fault was found, the root cause for the reported issue could not be determined.

Event description:
A tube change was conducted to address the reported issue. The event was considered resolved.

Manufacturer narrative:
It was reported that the event occurred in (B)(6) 2017. The exact date is unknown. Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun, as the device is currently in transit to the investigation site.

Event description:
It was reported that the cuff of a portex® blue line® tracheostomy tube deflated during use. A cuff check was performed prior to use, and no leakage was found. It was noted that the cuff's air pressure was checked every eight hours, and that deflation occurred "in this patient's product only". No injury was reported.